Event description:
It was reported that the user intentionally entered false meal announcements to obtain additional insulin, leading to algorithm maladaptation and necessitating a factory reset followed by ilet setup and cgm pairing guidance. Symptoms included no reported adverse clinical effects. Outcomes included successful device reset, reconfiguration, and user education on appropriate meal announcement use. Investigation included technical support troubleshooting, device setup verification, and user guidance on proper operation. Investigation of this case revealed use error related to incorrect meal entries that influenced insulin delivery behavior, with no device malfunction identified. It was concluded that the event resulted from user interaction inconsistent with intended use, and that proper setup and education resolved the issue.